Event description:
A piece of veritas collagen matrix was implanted in a pt with a large ventral hernia. Surgeon initially had decided to use a mesh, but upon performing the procedure which required a small bowel resection with adhesion removal, he decided to use veritas. This surgery was performed approx 2 mos ago. The pt has had a large seroma for the past two mos which the surgeon has been emptying weekly. He has not explanted the veritas because the veritas repair is intact.

Manufacturer narrative:
Device remains in pt, so no evaluation or conclusion can be drawn. Device lot numbers not reported to MFR, therefore, MFR and expiration dates unk.